Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load process. The alarm 19 did not impact the customer's blood glucose (bg) level. However, the customer experienced a low bg level of 50 mg/dl and it was addressed with candy. Reportedly, the am and pm times were switched. Tandem's technical support assisted the customer with changing the clock. It was confirmed that the customer had manual injections available.

Manufacturer narrative:
(B)(4)